Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that an ER nurse programmed the pump for nicardipine as ml/hour instead of mg/hour. The ordered dose was 2.5 mg/hour. The rn started the infusion at 2.5 ml/hour instead of 2.5 mg/hour, which would make the dose 0.5 mg/hr. The error was caught during a double check when the ordered dose was changed. Their charge nurse said it gives the option of picking ml/hour when programming the pump but not mg/hour. No patient harm. Although requested, further information not provided.

Event description:
It was reported that an ER nurse programmed the pump for nicardipine as ml/hour instead of mg/hour. The ordered dose was 2.5 mg/hour. The rn started the infusion at 2.5 ml/hour instead of 2.5 mg/hour, which would make the dose 0.5 mg/hr. The error was caught during a double check when the ordered dose was changed. Their charge nurse said it gives the option of picking ml/hour when programming the pump but not mg/hour. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿programming the pump for nicardipine as ml/hour instead of mg/hour¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the pump was programmed for nicardipine as ml/hour instead of mg/hour was not determined because no product or device logs were returned. The reported issue that the pump was programmed for nicardipine as ml/hour instead of mg/hour could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.